Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports intermittent changes in sound quality where the sound is described as 'sharp' (loud) as compared to the other ear. The sound improves when applying pressure onto the implant.

Manufacturer narrative:
Additional information: information received states that the recipient describes intermittent sound quality. Reportedly the sound quality changes when applying pressure to the implant site due to undetermined reasons. Additionally, in situ measurements show 3 channels involved in a short circuit, however the cause for these short circuits remains unknown. Further information has been requested from the field but none was received, therefore no root cause could be determined.

Event description:
The user reported intermittent changes in sound quality where the sound is described as 'sharp' (loud) as compared to the other ear. The sound improves when applying pressure onto the implant side. Further discussions were to be held with the clinic. Additional information has been requested, but none has been received.